Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6mmx3.50mm wolverine coronary cutting balloon was advanced for treatment. During the procedure, at first inflation, it was noted that the balloon ruptured at nominal pressure for about 15 seconds. The device was removed without any problem using normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.